Event description:
After the PICC was placed in the right basilic vein and during cleaning of the site, the pt complained of difficulty breathing, stats drop and they become air hungry to the point oxygen mask needs to be placed. The face went red, lips turned blue and difficulty in breathing occurred. No extra hospitalization required. The ir radiologist is convinced that this incident was attributable to anxiety of the pt.

Manufacturer narrative:
Conclusions: a root cause analysis could not performed as the sample was not available for eval. The device history was reviewed for lot # 6325999 and no irregularities were noted during the lot's MFR.